Event description:
The recipient was reportedly a non-user of the device and elected explant surgery. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly experienced meningitis. Additional details regarding the meningitis and treatment are unknown. The recipient has not used the device since 2005. The recipient will not be reimplanted. The recipient recovered from meningitis and healed following explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.